Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during basal delivery with multiple cartridges. Blood glucose level ranged from 110-180 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.